Event description:
After 2 1/2 years of cochlear implant use, the pt's performance was reported to be "variable." Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explanation and reimplantation surgery took place in 2006.